Event description:
Same case as MFR# 2134265-2010-05397. It was reported that post a stenting treatment procedure in-stent restenosis occurred. Access was obtained via the femoral artery. The 90% stenosed, 3.5x15mm, concentric and restenosed target lesion was located in the non-tortuous and non-calcified saphenous vein graft (svg) to the right coronary artery (rca). It was noted that a taxus liberte stent was implanted in the svg to the rca at an unspecified time and later became restenosed. The lesion was predilated with an unspecified balloon, leaving 30% residual stenosis. The physician attempted to advance a 4.50x24mm taxus liberte stent delivery system (sds) for treatment of the restenosis; however the device became kinked while being advanced over a non bsc guide wire and the shaft of the sds broke into two pieces. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).